Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient had a 3.0x28 mm xience xpedition stent and a 3.5x18 mm xience xpedition stent implanted in the proximal to mid left anterior descending coronary artery. Reportedly, on (B)(6) 2018, the patient was hospitalized for chest pain and was given unknown medication. No angiography or CT was performed and the original stent status was unknown. The patient was discharged on (B)(6) 2018. On (B)(6) 2018, the patient was hospitalized again for chest pain and was given unknown medication. No angiography or CT was performed and the original stent status was unknown. The patient was discharged on (B)(6) 2018. The relationship between the events and the device cannot be judged. The patient is in good condition. No additional information was provided.